Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. It was reported that the sensor started peeling off the patient's skin and the patient's mother noticed a rash around the adhesive area on the triceps of the patient's left arm. The reaction was described as red bumps on the skin. The patient's mother visited the doctor for a wellness visit on (B)(6) 2017 and informed the doctor of a prior skin reaction and the doctor prescribed the patient hydrocortisone cream. At the time of contact, the patient was still having skin reactions. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.